Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no samples (including photos) were returned. A review of the device history record could not be performed as a lot number was not provided for this incident. Therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during injection with a 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle, the plunger rod broke. On one occasion, the break caused the patient to jump which resulted in a skin abrasion. There was no report of medical interventions needed.